Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. A device history record (DHR) review was conducted: device history lot: part: 03.010.441, lot: 170326-202, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: october 16. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, during drilling for proximal unknown screws, the drill bit was contacted nail and with an unknown issue. The surgeon successfully passed the unknown screw and after the surgery, the guide/ drill sleeve lined up. It is unknown if there was a surgical delay. The procedure was successfully completed. The patient outcome was unknown. This complaint involves six (6) devices. This report is for (1) aiming arm for suprapatellar. This is report 4 of 6 for (B)(4).